Manufacturer narrative:
Concomitant medical products: d314drg ICD, implant date (B)(6) 2012.

Event description:
It was reported that by the patient that the device was alerting after the physician had shut it off. The patient stated "one of the leads broke or screw." Follow up with the company representative indicated that right ventricular (rv) lead had high impedance and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.